Event description:
This is an international report of a leak that was found coming from the tubing of transfer set during patient use. The product was in use for 100 days. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The cause of the cut tubing was not identified during sample evaluation.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Baxter received one used set. Visual inspection was performed with no issues noted. Leak testing was performed which revealed a leak in tubing below white sleeve while in closed position. Clear passage test was performed with no issues noted. Clamp function test was performed with no issues noted. Sample was confirmed for the reported problem.